Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. As no further investigation was able to be performed no change in harm was identified. This complaint will be included in trending per(B)(4). The most likely cause for the reported failure can be attributed to use error.

Event description:
It was reported through the FDA's medwatch program that the guard of an ar-8500foe burr bent during use. The damaged burr was removed from the field and a new one was opened to complete the procedure.